Manufacturer narrative:
Patient information was requested and the customer did not response.

Event description:
The customer reported that the ventilator alarmed with pressure sensor failure occurrence. The customer reported that the unit was in use on patient, but it's unknown if there's patient harm.